Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken off reservoir tube lip. Unit was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and would not hold the insulin in. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.